Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: l030003 2.5 hours of operation: 30495 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The described malfunction was found on 2024-06-25 at 00:29am. The infusion was started with a rate of 83,34ml/h and a volume of 1000ml about 24 hours. At 09:48am the pressure alarm occurred, and the infusion was continued. At 11:23am the pressure alarm occurred again, and the infusion was continued for a few minutes and the line was extracted. The reason for the pressure alarm could not be clarified. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device shows age related signs of wear and tear and a damage on the ribbon cable of the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,49 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,14 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 2,16 bar (should be: 1,8-2,5 bar) pmin: is: 1,70 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 2,09 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,24%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. Additional to the damage ribbon cable, could be found liquid residues inside the device. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198. 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24d21e8st1. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: could we arrange for this volumetric pump to go to bbraun ID (B)(6) for investigation please as clearly demonstrated an under infusion tthere is also a saved line with this it would be worth sending that as well. Clinical info: 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No harm to patient 2. Which procedure was being carried out at the time? Patient was prescribed an infusion of 1000ml dextrose saline and 20mmol/l of potassium chloride to infuse over 12 hours / rate 83.3 mls/hr. This infusion was commenced 23:15 on the 24/6/24. At 10.30 am the following morning it was noted there was still approximately 500 mls left in the bag although the pump displayed a volume to be infused (vtbi) 87mls . There was no reason why the volume hadn't not infused ,pump log confirmed under infusion the intravenous fluids has been running via a cvc line 3. Was there any delay to the procedure as a result of this patients IV fluids were delayed.